Event description:
The customer reported that the unit went vent inop while in use on patient. There was no patient harm reported. The product support engineer (pse) recommended replacement of the data acquisition board to address the reported problem.